Manufacturer narrative:
E customer reported that while performing the weekly maintenance, it was observed that 2 strip pads had fallen off into the strip provider module (spm) on the ichem velocity automated urine chemistry system. The field service engineer (fse) was onsite on 06/20/2016 and replaced the spm. The instrument performance was verified. (B)(4).

Event description:
The customer reported that while performing the weekly maintenance, it was observed that 2 strip pads had fallen off into the strip provider module (spm) on the ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.